Event description:
It was reported that the insulin pump alarmed an error during the prime process. The blood glucose reading was 7.3 mmol/l. The customer stated that insulin was "squirting out" during a manual prime and continues to drip after the motor had stopped. The customer was unable to exit the preparing to prime loop. It was also noted that syringes were on hand as back up treatment. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.